Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height 2, neither drawer cubies were detected on bus. A field service engineer reseated row board and retractor band cables at drawer board and also reseated 2.2 row board cable at all trays. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.1 was failed. The customer stated that this malfunction caused a delay to the patient care and the nurse managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.